Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of more than 600 mg/dl. The customer's current blood glucose is 220 mg/dl. The customer did experienced the symptoms such as high ketones, pain in stomach, diabetes ketoacidosis. The customer was treated by injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed compromised force sensor system alarm during displacement test due to motor with high draw current. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test and displacement test due to compromised force sensor system alarm. Device received with minor scratched display window and case.